Event description:
Customer's mother called to report a hospitalization due to low blood glucose. The current blood glucose reading is 187 mg/dl. The blood glucose reading at the time of the event was 40 mg/dl. Customer experienced disorientation and unable to sleep. Caller stated that the insulin pump setting needed to be changed. Caller declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.